Event description:
It was reported that the tip of a recanalization catheter detached from the rest of the device while the catheter was being withdrawn from the pt. Reportedly, attempts to cross a lesion in the distal sfa were unsuccessful. Add'l access was made in the proximal popliteal artery and, using a retrograde approach, the remaining segment of the cto was successfully crossed with a second recanalization catheter. During this second recanalization attempt, the detached distal tip was identified within the cto. A snare was used to successfully retrieve the detached tip. No report of pt injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The sample has not been returned to the MFR for eval to date. The investigation is currently underway.